Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/06/2016, that on (B)(6) 2016, the patient experienced scar tissue at the site of sensor insertion. Date of issue is an approximation. Patient's husband reported that the patient had stopped using the dexcom continuous glucose monitor (cgm) in order to heal the affected site. Patient was insistent on taking a break from sensor insertions. No additional event information was provided. No product or data was returned for evaluation. The reported event of scarring could not be confirmed. A root cause could not be determined.